Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu assembly bios was evaluated, found to be corrupt and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and could not be recovered. No patient serious injury or death was reported related to this event.